Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet after attempting to connect a new sensor and receiving a pairing failed alert; the user had attempted to re-pair twice before contacting support, and was guided to toggle between g6 and g7 sensor types and to restart the sensor, after which the pump displayed a pairing in progress message but did not complete pairing during the call. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included guided troubleshooting and user education to refresh the cgm connection and initiate a new sensor start, with instruction that pairing could take up to 30 minutes and that a new sensor might be required if pairing did not complete. Investigation of this case revealed a communication or connectivity issue during cgm pairing specific to the ilet-g7 interface, with no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors associated with cgm pairing.